Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was selected for use to dilate the lesion. Initially, the balloon was inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 18 atmospheres. The device was removed without incident. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was selected for use to dilate the lesion. Initially, the balloon was inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 18 atmospheres. The device was removed without incident. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote fc balloon catheter with two unidentified guidewires. There was contrast in the inflation lumen and blood in the guidewire lumen and balloon. The balloon was loosely folded. The distal tip was damaged. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the distal edge of the markerband was revealed. There was balloon material lifted around the pinhole and a scratch was present to the left and right of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities to the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).